Event description:
The pt is a 39-yr-old white female who initially had bilateral breast augmentation in 11/90. The pt developed capsular contracture, especially on the left side associated with burning pain. She also has fatigue with exercise which has gotten better. She has arthralgia of the ring and little fingers in both hands and wrist areas. Her systemic symptoms are not severe. On physical examination, both implants are class 3 capsular contracture, both sides. The right side is quite ptotic, more ptotic than the left side. As a result of presence of local pain, especially on the left side, and painful capsular contracture with systemic symptoms that may be possibly related to her implants, it is medically necessary to remove both implants along with a capsulectomy.